Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and four months post port placement, patient presented to the emergency department with the complaints of mssa infected port on the left side of the chest. The patient reports redness and swelling for last two days. Patient had sepsis due to cellulitis due to infected port on the anterior wall of the left upper chest. On the same day, x-ray chest showed stable left chest port. Around one day later, infectious disease consultation was performed and advised to start medications. Discussed about the port removal procedure and accepted. On the same day, patient underwent port removal procedure and drainage of associated abscess. The port and catheter were removed. Around two days later, chest x-ray was performed which showed left sided port and central line have been removed. Around one month and fifteen days later, patient underwent right side placement of the new powerport clearvue. The second port was implanted successfully. On the same day, chest x-ray showed right chest wall port-a-cath was noted. Around three months and twenty-two days later, patient was admitted to long island jewish hospital for right side port infection. On the same day, chest x-ray showed right chest wall mediport catheter terminates around the cavoatrial junction. Around one day later, patient underwent evaluation of right sided chest wall and port under fluoroscopic guidance demonstrated right subclavian chest port with catheter tip in the right atrium. The port aspirate and flushes freely. Recommended port removal and new port placement. Around three days later, patient underwent venous port and subclavian port removal. The port and catheter were removed in their entirety. Insertion of right sided single lumen tunneled chest port, with catheter tip in the expected location of the cavoatrial junction. Therefore, the investigation is confirmed for the reported infection and sepsis based on medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through litigation process that two years, three months and thirty days post a port placement via the left internal jugular vein, the patient allegedly developed methicillin-susceptible staphylococcus aureus infection as a cause from the infected port. It was further reported that the patient was allegedly diagnosed with sepsis due to cellulitis around the infected port on the anterior wall of the left upper chest. Reportedly, the port was removed and replaced. However, the current status of the patient is unknown.